Event description:
Pt found down. No pulse. No respiration. No bp. Quick look confirmed v fib. Attempt ro charge defibrillator to 200j. Defibrillator would not charge. Substituted AED device for countershock. Pt successfully resuscitated and transfered to hosp.